Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismax machine, a call service alarm (system failure) was triggered. The machine was rebooted, however the screen became unresponsive and treatment could not be resumed. After restarting treatment with a new set, the screen became unresponsive again. On both occasions, the treatment was ended without the extracorporeal blood being returned to the patient. After a reported cumulative blood loss of approximately 500ml, the patient became "profoundly" hypotensive, with an estimated mean arterial pressure of 40mmhg. The patient was treated with a metaraminol infusion and additional boluses. Adequate blood pressure could not be maintained, and the patient was transitioned to a double-strength noradrenaline infusion. No additional information is available.